Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations associated with the complaint lot. Historical performance was reviewed using data gathered from customers worldwide. Review shows the patient median results for the complaint lot is within established limits and comparable to other lots in the field, confirming no systemic issue. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 47460ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I results for a 59-year-old male with symptoms of unstable chest pain, high blood pressure, heart failure ep 50%, ischemic stroke, and a mi with CT rca (right coronary artery) intervention procedure that was necessary due to the patient's history and not because of the elevated troponin-I result. The following data was provided: sid (B)(6) : initial result on alinity I (B)(6) 2023) = 100.6 ng/l (normal range < 34.2 ng/l) the patient was admitted to the hospital. A new sample was taken on (B)(6) 2023 at 8p.m.= beckman coulter dx troponin-I result = 13 ng/l (reference range < 19.8 ng/l) / nt-pro bnp = 38.1 pg/ml on roche cobas (normal range < 125). A new sample was taken on (B)(6) 2023 at 2 p.m. = beckman coulter dx troponin-I result = 13.1 ng/l. Physician was concerned about the abnormal results generated on the alinity I processing module, and when the customer ran sample ID (B)(6) on beckman coulter dx the result was 10.7 ng/ml. The customer sent the sample ID (B)(6) to a reference lab to be rerun on another alinity I and the result was 95.3 ng/l (normal range < 34.2 ng/l). There was no adverse impact to patient management reported.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I results for a 59-year-old male with symptoms of unstable chest pain, high blood pressure, heart failure ep 50%, ischemic stroke, and a mi with CT rca (right coronary artery) intervention procedure that was necessary due to the patient's history and not because of the elevated troponin-I result. The following data was provided: sid (B)(6): initial result on alinity I ((B)(6)2023) = 100.6 ng/l (normal range < 34.2 ng/l) the patient was admitted to the hospital. A new sample was taken on (B)(6) 2023 at 8p.m.= beckman coulter dx troponin-I result = 13 ng/l (reference range < 19.8 ng/l) / nt-pro bnp = 38.1 pg/ml on roche cobas (normal range < 125). A new sample was taken on 12apr2023 at 2 p.m. = beckman coulter dx troponin-I result = 13.1 ng/l. Physician was concerned about the abnormal results generated on the alinity I processing module, and when the customer ran sample ID 1001730978 on beckman coulter dx the result was 10.7 ng/ml. The customer sent the sample ID 1001730978 to a reference lab to be rerun on another alinity I and the result was 95.3 ng/l (normal range < 34.2 ng/l). There was no adverse impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21.